Event description:
It was reported that a physician performed a balloon kyphoplasty procedure in a pt at l4. It was reported a cement extravasation in the anterior portion of the vertebral body at l4. The extravasation was reported as "minor." Reportedly, the "pt is fine." No additional info was reported.

Manufacturer narrative:
Method: device not returned, follow up with company representative.